Event description:
It was reported that during a lap chole procedure, the surgeon went to clip the cystic duct using the device and the device never deployed a clip. The device then jammed and no clips were able to be deployed. He then had another device opened and the new device worked perfectly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw/cam. The analysis results of the (B)(4) found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The remaining clips were ejected due to the condition of the cam; however, this finding is not related with the incident reported. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.